Event description:
The customer reported that the screen is dim and not able to be seen. The device was not in clinical use at the time the issue was discovered. No patient or user harm reported.

Manufacturer narrative:
H10: the customer was advised by technical support to replace the user interface (ui) assembly and was provided with part number. The customer reports part was not received, user interface (ui) assembly is backordered.